Event description:
The customer reported low calibration slope for the chloride electrode and erroneously low sodium (na) results, for several patients, involving au480 clinical chemistry analyzer with ise. The samples were reanalyzed immediately. The erroneous sodium (na) results were not released out of the laboratory. During troubleshooting, it was discovered the electrodes were one year old. The customer was advised to drain the stack and replace the electrodes including the buffer syringe. There was no patient consequence associated with this event. Beckman coulter field service engineer (fse) went to the facility and assessed the instrument.

Manufacturer narrative:
The field service engineer (fse) discovered gel in the d-pot, on the mixer paddle, and in the line from the base of the d-pot. The fse noted the gel was from the serum separator tubes in which patient samples were drawn. All parts were clear of the gel and cleaned. The fse removed and reseated the sodium electrode. All calibrations and quality control (qc) were within acceptable specifications. Results conformed to the manufacturer's published performance specifications.